Event description:
Affiliate reported that the valve was programmable but the physician has the assumption that the drainage was not high enough. Therefore, she decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.